Event description:
It was reported, the pump battery compartment was hot to the touch after the pump had been dropped. There was no damage or corrosion in the battery compartment and the cap was secure. There was no allegation of injury associated with this issue.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed, a supplemental report will be filed.

Manufacturer narrative:
Follow-up #1 11/29/2011-device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings:the pump was observed to have a cracked display screen. During testing, the current draws were found to be out of specifications and the battery compartment was warm to the touch. The pump was opened and the display screen was replaced; with the test screen inserted the pump current draws were tested and found to be within specifications.